Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient programmer has been acting up for the past 2 weeks. Patient stated they have bought new batteries like 3 times and when it comes time to change the setting, they have 6 different settings on the programmer. Patient mentioned they can't turn the device on or off if they don't have the recharger with them (agent understand patient was referring to the stimulation). Agent had patient try to connect to the implant without the antenna attached. Patient reported seeing with an I with a circle and finger pointing to the center and noted the patient programmer was not advancing past that screen. Patient mentioned they had the same issue even when they tried the antenna on the call. Patient confirmed there was no visible damage to the antenna. Agent had difficulty hearing the patient throughout the call and attempted to clarify but patient got escalated. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the patient programmer and antenna. Agent sent an email to order adhesive discs for patient and sent an email to prs to update the patient's address. If the replacement programmer does not r resolve the issue, the patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Section b5 has been updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back stating they had not received the package yet. Reviewed it was ordered on the 20th after repair's hours. Reviewed it will likely be delivered today. Pt verified the address was correct. Called pt back and left a vm with a tracking #. Per fedex tracking, package was delivered at 9:35am today.